Event description:
The reporter stated that the surgeon was inserting a cq2015 three piece collamer lens into pt's eye and the trailing haptic broke off. The lens was removed and another same model lens was inserted. No pt injury. The reporter stated that the cause of the lens tear was due to the cq injector system.

Manufacturer narrative:
No sequences or impact to patient, labled. Haptic damaged in delivery system unlabled.